Manufacturer narrative:
The valve was not returned; therefore a visual inspection, functional testing, dimensional testing was not performed. Imagery was provided and review revealed the annulus area sizing. A device history record DHR review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint valve stenosis. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, therefore a manufacturing mitigation review was not performed. Edwards has provided the guidelines or instructions to physicians in the IFU and training materials. The IFU for commander delivery system with s3 thv was reviewed. No IFU/training deficiencies were identified. A complaint history review revealed no information on potential root cause the following instructions for use IFU were reviewed : IFU commander delivery system with s3u/s3, us. Based on this review, no IFU/training deficiencies were identified. The complaint for valve stenosis was confirmed based on medical record provided. There is no allegation of device malfunction contributed to the reported event. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use IFU, valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium varc, valve stenosis can result from several factors, including calcification, support structure deformation outofround configuration, trauma cardiopulmonary resuscitation, blunt chest trauma, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration svd. This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the root cause for valve stenosis approximately 2 years and 3 months post tavr was unable to be determined due to insufficient information was provided for evaluation. Since no manufacturing nonconformances or labeling/IFU/training deficiencies were identified, no product nonconformance was confirmed. No corrective/preventative actions CAPA nor product risk assessment pra escalation are required.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Event description:
As reported, 2 years and 3 months after implant of 23mm sapien 3 in the aortic position via transfemoral approach, patient developed aortic stenosis. The first echo revealed higher gradients and tte findings showed a left ventricle ejection fraction of 20-24%. The av peak/mean gradient was 3/30mmhg, ava 0.5cm2, severe stenosis. A valve in valve procedure was performed.